Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer states that cracks were found at the y shaped joint of the venous end, and blood oozing occurred. The catheter was pulled and replaced.